Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the health care physician (hcp) via a manufacturer representative (rep) that the patient was undergoing a stage 2 procedure and the hcp put the lead into the ipg (ins) and tightened the set screw. When the hcp tugged gently on the lead, they noticed that the lead casing stripped/pulled back and exposed the internal wires. For environmental/patient factors, the hcp stated that the patient had mentioned upon arrival to the operating room (or) that morning that they thought they ¿pulled the lead out,¿ and stated that they ¿got it caught on something.¿ for diagnostics/troubleshooting performed, the hcp attempted to remove the lead from the ipg but they were hesitant to pull any harder as only the casing had been pulling back. The hcp ultimately decided against revising the lead now and that they would plan for lead revision with the battery replacement because the patient had such good responses on the test (trial/evaluation). Upon running the impedance check, the 3 electrode was out of range. Again, the hcp opted to leave the lead, as the patient was not utilizing this electrode on the test (trial). There were no further complications reported.